Manufacturer narrative:
Unit received with cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner, and missing reservoir tube o-ring.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a crack on the reservoir compartment and the reservoir was falling out. The reservoir compartment was cracked around the rim and the rubber rim was not attached to anything. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.